Event description:
The following has been reported: device always displays air buuble. Air detector cannot be calibrated. When calibrating the air detector, the partner agilia always receives a communication error with the device. Device is under warranty. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several air detection alarms related to the reported event were found. "The reported device was received in brézins for investigation. Nothing was noticed during external visual check. Several tests were carried out, and the reported event was reproduced. Following visual inspection, cross-tests were performed and founded to a defective air sensor, likely due to the poor sticking ceramics. Therefore this complaint was confirmed and the root cause is a defective air sensor. Please be informed that an internal CAPA was open to address the subject of "defective air sensor". To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.